Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of investigation, a functional test, along with a review of the complaint history, device history record, and a visual inspection of the returned product was conducted. One used device was returned with this complaint along with devices for other complaints (1820334-2016-00395 and 1820334-2016-00422). It was unclear which device corresponded to which complaint because all devices were returned in the same pouch. A functional test was performed on the device in which a syringe was filled with water and connected to the hub of the device. A leak was observed on the device. There was not a blockage or any other difficulty experienced during the test. The device was inspected under magnification, and a hole was observed on the balloon of the device. There were no any other damage, anomalies, or marks observed on the device. There were no signs to indicate the device did not meet specification. Because this is a silicone balloon used in small spaces adjacent to a metal needle, this failure is not necessarily indicative of a device or material nonconformity. The device may have been overfilled, inflated too rapidly, or collided with a portion of the patient's anatomy or the needle used with this set. This device is inspected 100% during manufacturing. We will continue to monitor for similar complaints. No further action is required.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested. However, it was not provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, the balloons ruptured during placement. It took 3 devices to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence. Additional information was requested. However, it was not provided at the time of this report.